Event description:
Customer reported a shadow in the image and the collimator edges cutting into the image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and realigned the collimator centering. System operates as intended. This MDR is related to ge healthcare.